Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that patients with a high drug concentrations were getting crystallization in the catheter, so the physician was switching them to lower concentrations. Patient symptoms, troubleshooting/diagnostics, interventions/treatments, drug information, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.